Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported information regarding a patient receiving hydromorphone (5mg/ml; flex: 3.0364) via an implantable infusion pump. The indication was noted as chronic low back pain and spinal pain. The hcp reported a code ((B)(4)) occurred 2015-(B)(6). The 8840 clinician programmer was turned off and back on, and the hcp was able to re-interrogate the pump but was unable to program a bridge bolus. The hcp was reportedly not concerned because the patient was on a higher concentration previously and they "turned it way down" for the dose with the higher concentration and then refilled with a lower concentration that would not affect the patient. The pump was programmed in flex with a basal rate of 0.01mg. No patient symptoms or outcome were reported. Follow up was conducted to obtain further information regarding the 8840 serial number, cause of the issue, and whether the issue has been resolved. If additional information is received a follow up report will be sent.